Manufacturer narrative:
The user was reportedly hospitalized on (B)(6) 2025 while using the ilet. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Review of the available device data for the week prior to the reported event showed no evidence of severe hypoglycemia or hyperglycemia and no abnormal device behavior. Because no additional clinical details were obtained regarding the reason for hospitalization, treatment, or outcome, a causal relationship between ilet use and the reported hospitalization cannot be established. Based on available information, the cause of the event remains unknown. If additional information becomes available, a supplemental MDR will be submitted. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On (B)(6) 2025 it was reported that the user was hospitalized. Treatment details and blood glucose values at the time of hospitalization were not provided. The outcome is unknown.